Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Pump error 63 (variable 3) was present in the device trace download due to broken trace at keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. No pump error 53 were present in the device trace download or during testing. No unexpected failed battery test alarms noted during testing.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an audio issue and received a software error detected alarm and battery error. The customer's blood glucose level was 130 mg/dl. The customer mentioned that they could not hear the difference between the high and low voice volumes. The customer performed the self test and the insulin pump received a software error detected alarm and battery error. The insulin pump will be returned for analysis.